Manufacturer narrative:
There was no patient involvement. It is unknown when device breakage occurred. Lot number is unknown. Device was being used in an educational setting without any procedure or patient involvement. It was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that sales consultant called to advise he attempted to conduct a small demo before his main demo and upon doing so he found that the tunnel had snapped on the 10mm/130 degree titanium (ti) cannulated trochanteric femoral nail-advance (tfna) 200mm ¿ sterile. There is no patient or procedure involvement. This report is for a 10mm/130 deg ti cann tfna 200mm - sterile. This is report 1 of 1 for (B)(4).